Event description:
Information was received from a patient regarding an external device. It was reported that the recharger would not find the implanted neurostimulator to charge. Patient said they could finally get it to charge, but then for a couple weeks it wouldn't charge at all. Patient met with a medtronic representative and was told to call for a new recharger. Patient inspected the recharger and said the cord was a little crimped / kinked near the paddle and cord area. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received. The patient called back to report they received their replacement recharger, but the issues they were experiencing were not resolved. Patient reported they kept getting a no device found message when trying to recharge their implantable neurostimulator (ins). Agent reviewed screen meaning and passive recharge mode with the patient. Agent had the patient initiate an ins recharging session during the call; patient saw no device found, so agent had the patient tap recharge to go through passive recharge mode. Patient saw the middle number as 84 on the trying to recharge screen. Agent advised the patient to reposition the recharger. Patient then saw the middle number on the trying to recharge screen as 92. Patient confirmed seeing the controller light flashing green. Patient eventually saw the batteries screen with the controller battery at 90% and the ins in the red with recharging excellent indicated. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), b3: date is approximate. Year is confirmed valid. H3: product ID: 97755, serial/lot #: (B)(6) was returned for analysis. Analysis found that there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Also, the device got hot after running at the donut end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.